Event description:
It was reported at dressing change later removing the patch there was total midline rupture. Additional information received 04/sep/2024: during dressing after removal of the plaster there was total breakdown of the midline after the fixation lugs. Home replacement on new catheter guide. No exposure to blood or bodily fluids detected. No further action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powermidline with a needleless injection cap. Use residue was observed on the sample. A shared break was observed between the molded joint and the catheter shaft. Microscopic inspection of the break site revealed a granular and uneven surface. Some light discoloration of observed on the molded joint and the catheter shaft. The edges of the break site appeared rounded. The root cause of the break could not be determined; however, possible causes of the damage include exposure to chemicals or excessive manipulation of the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported at dressing change later removing the patch there was total midline rupture. Additional information received 04/sep/2024: during dressing after removal of the plaster there was total breakdown of the midline after the fixation lugs. Home replacement on new catheter guide. No exposure to blood or bodily fluids detected. No further action taken.